Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2010, pt reported erratic blood glucose over the previous week. Pt sought treatment at hosp on (B)(6) 2010 for hyperglycemia and was kept at hosp for 1.5 hrs. Blood glucose elevated to 341 mg/dl and pt was vomiting, which resulted in dehydration. Pt was treated with an IV and remained on infusion device. On the date of report, pt was still throwing up and had the chills, and pt thought she might have the flu. Following hospitalization, a pharmacist adjusted pt's basal rates. Pt does not know what basal rates should be. Since basal rate adjustment, pt had been experiencing hypoglycemia in the morning hours. Advised to be certain a medical professional who is familiar with pt's medical history is overseeing basal rate adjustments. Blood glucose was 33 mg/dl the morning of the report. Pt treated self by eating creme pie. Blood glucose then elevated to target range, which is 180-200 mg/dl. Insulin cartridge had been in use for 2 days on the day of report. Infusion device was not dropped and time and date were set correctly. Pt had not consumed alcohol or had changes to lifestyle. F/u was completed. Pt spoke with infusion device trainer and had meeting with trainer and pharmacist to discuss basal rates. Pt scheduled an appt with physician on (B)(6) 2010. Additional f/u was completed after appt with physician. Pt changed the type of infusion set she was using and reported "everything went ok." No product was requested for eval.